Manufacturer narrative:
H3, h6: the real intelligence cori, part number rob10024, serial number (B)(6), used for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. The log files and screenshots provided were reviewed by the software team. There were no errors or software-related issues found within the log files or screenshots that lead to the reported issue. The software team noted that the point collection was not followed as shown in the cori user manual, which states to ¿begin collecting the anterior and articular surfaces of the bone using the blue registration regions as guidance¿; in the logs reviewed, the anterior region was collected last. This may have contributed to the reported issue. The software team reviewed the log files and preoperative plan with the visionaire/coriograph team. The segmentation was reviewed and adjusted to try to identify if there was any effect on the notch warning behavior. This adjustment/investigation indicated segmentation did not change the notch warning behavior. While the segmentation was confirmed to not be the cause of the reported notch warning issue, the engineering team could not fully rule out that it was a contributing factor to the reported scenario. An interview/further communication was conducted with the representative present in this case. The representative confirmed the measurement method used for resection depth and confirmed the steps followed that suggested a notch may result. After reviewing with s+n systems engineering, the technique by the user was confirmed to be typical and responsible. Systems engineering noted that small sections of under-resected bone may affect the interpretation of the angel wing, as it could affect the angle to suggest a potential notch. Visible sections of under-resected bone could not be identified in the provided screenshots. Systems engineering agreed with software engineering¿s note that the order of bone collection may have contributed to the reported issue. A complaint history review was performed by part number and similar complaints were identified. A review by serial number was performed and similar complaints were identified. A review of manufacturing records indicate the device met all specifications upon release into distribution. A review of the cori user manual, 1000245340 revb, shows a step in the workflow under "performing total knee arthroplasty (tka): registering patient anatomy" that instructs the user to ¿1. Begin collecting the anterior and articular surfaces of the bone using the blue registration regions as guidance.¿, followed later by ¿3. Flex the leg to map the posterior portion¿. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Although the reported problem could not be confirmed through a visual, functional, or log file evaluation, factors that may have contributed to the reported symptom may have been associated with the order of registration regions mapped, the segmentation of the preoperative plan, and/or small portions of under-resected bone during the initial burring. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a cori-assisted tka, while watching coriograph image-based case with a real intelligence cori, the notch warning did not appear when it should have on the planning screen. The plan indicated the anterior cut was 2 mm away from notching, however, when performing the cut this was not the case. The anterior cut was flush on the lateral side despite the cori saying it was 2mm away from notching. Nevertheless, no additional cuts were made. The posterior condyle resections were measured and compared to the plan. Surgery was performed after a non-significant delay, with the same device. No patient complications were reported.